Event description:
It was reported that during a lap cholecystectomy procedure, the device clips scissored and jammed sideways. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.